Manufacturer narrative:
B3: event date was asked and it was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they met with the manufacturer representative (rep) today and they were told to call patient services to get a replacement battery pack. Pt said they had a lot of problems with charging the implantable neurostimulator (ins). Pt mentioned it takes forever to charge the ins, and they had to charge the controller twice before they could fully charge the ins. When asked, pt said it takes an hour and a half or more to charge the implant from 0 to 100%. Agent had pt reset the controller and clean the connections. Pt denied any visible damage to the battery compartment, battery pack, controller port and recharger. Agent had pt start a recharge session but pt kept getting poor recharge quality. Pt tried to reposition the paddle but the connection switches between excellent, good, and poor recharge quality. Pt confirmed the controller battery was at 30% while the implant recharging 100%. When asked for event date, pt said they have been getting that message even before the recharger was replaced. Pt confirmed no recent fall, injury at implant site and weight change but pt mentioned they had hip replacement on (B)(6). The issue was not resolved. Agent sent a repair request to replace the controller. Agent advised pt to monitor the issue and redirected pt to the healthcare provider (hcp) and manufacturer representative (rep) if the issue persists after replacing the controller. Upon further review, agent had patient (pt) disconnect and reconnect the recharger to the controller but pt still kept getting poor recharge quality. Pt said they have been positioning the paddle over the implant with no shirt on, but the connection was still fluctuating between excellent, good and poor recharge quality. When asked, pt said they weren't using and didn't want to use the belt. Per additional information received from manufacturer representative (rep) on 2026-may-15. Rep stated that the cause for patient getting poor recharge quality was due to the battery pack issue. The action such as implantable neurostimulator (ins) check was taken and no impedance or connection issues identified. The poor quality issue was resolved. Patient called back on 2026-may-19 stated they received a controller but not a battery pack. Patient stated he had hip implant surgery on (B)(6), and since then he is not able to get excellent quality, the quality goes from good to poor. Patient stated since the hip surgery the implant has moved and does not feel like its laying flat. Patient stated there is a pretty healthy bulge and it rub on it when laying down. Patient stated the manufacturer representative (rep) are aware of the issue and they are working on getting new implant. Patient mentioned this is his second or third paddle device replacement. Agent assisted patient with setting up the new controller and using the new recharger telemetry module (rtm) cord and they are able to connect to the ins, with excellent quality, ins orange, controller 70% charged. Agent reviewed the external devices are functioning as intended. Agent asked if patient had fall or trauma and patient said no but he had hip implant surgery (B)(6). Agent recommend patient consult with healthcare provider (hcp) ofc for next steps.